Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is "symptomatic" with ventricular pacing at various times of the day. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the symptoms that the patient was feeling were a "shock/pounding" with every beat at different times during the day.